Manufacturer narrative:
On (B)(6)2019 , biosense webster inc. Received the following event and patient details, it was reported that intervention included that the patient had to be re-animated on the table for around 2-3min before he came back. Extended hospitalization was required as a result of the adverse event for observation purposes. Patient¿s outcome is improved. The physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Additionally, the force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used were 3mm / 3s. The additional filter used with the visitag was force over time (fot), 25% 3g. The color option used prospectively was fti. Manufacturer¿s ref # pc-000490404.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30061458m number, and no internal action related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered heart block av 3rd degree (atrioventricular) and asystole requiring short reanimation and emergency pacing. During the ablation in the left atrium around the mitral valve, the patient suddenly suffered from an av heart block 3rd degree, which led to asystole for several minutes. Short reanimation and emergency pacing were performed, and the patient recovered, he left the surgery room in sinus rhythm. There¿s no information regarding extended hospitalization. The physician pointed out the event was completely procedure related. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.